Event description:
The manufacturer received information alleging transducer leaking. Determination made that the system board needs replaced to address the issue. The system board was sent to the product investigation lab (pil) for investigation, the system board was installed in a test device and the device failed a test step. Pil visually inspected the system board and found that a pressure sensor on the board was cracked.